Manufacturer narrative:
Evaluation summary: evaluation was completed. Failure code 500:320:844:0000 occurred on initial ac power up. The failure code 500 is a stuck key failure and occurs if a key is pressed for more than 50 seconds other than the power on/off key. The power was cycled off and then on again. The ac power up self-test passed. The keypad test was performed and all keys were found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service, the device had failure code 500:320:844:0000. The hosp rep stated they have no record of any pt injury or med intervention.